Manufacturer narrative:
(B)(4). The hp-3000 device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. A visual inspection was conducted. The heater wire was flexed away from the center of the hot jaw. The wire remained attached at the tip and the base of the jaw. Charred tissue and buildups were observed at the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. Signs of residue or contamination was observed inside the electric circuit. Based on the condition of the device as returned and the results of the investigation, the reported complaint was not confirmed for the reported failure mode "environmental particulate" but confirmed for analyzed failure "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed while taking the thigh (upper leg) there was excessive smoke early in the case. Harvester had a very hard time seeing and it was a healthy vein on a young male. He noticed the branches were shrinking and he struggled, but eventually got the vein out. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed while taking the thigh (upper leg) there was excessive smoke early in the case. Harvester had a very hard time seeing and it was a healthy vein on a young male. He noticed the branches were shrinking and he struggled, but eventually got the vein out. The hospital did not report any patient effects.